Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi). Reportedly, the needles did not capture the sutures with three proglide devices. A fourth proglide device was placed but the knot could not be advanced and when the needles were removed the suture broke. The sutures of a fifth proglide device were successfully placed. Hemostasis was achieved with the sutures of the fifth proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The link detachment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.